Manufacturer narrative:
(B)(4). Anti-backup failure, indicator wheel failure. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one unformed clip was released due to the antibackup feature was non-functional; the device was cycled, fed, and formed the remaining 11 clips as intended. However the orange indicator was undertraveled. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the clip could not be fed into the jaws at the 8th firing. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. After this event, the device was fired several times. There were no adverse consequences to the patient.